Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. The device was returned to zoll medical corporation. The customer report was unable to be duplicated at zoll with no accessories returned. The device was extensively tested and passed successfully using zoll accessories. Review of the device log observed multifunction cable (mfc) disconnects intermittently consistent with the customer report. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer with a new mfc cable. No emerging trend based on similar reports

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG monitoring failure" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.